Manufacturer narrative:
The device was received and evaluated by beta bionics. User complaint of device malfunction was not confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that an ilet displayed persistent alert code 61 after a restart, consistent with a device malfunction related to external flash write error, and the user transitioned to multiple daily injections while awaiting a replacement. Symptoms included no reported adverse clinical effects and no reported changes in blood glucose. Outcomes included continued therapy via injections without medical intervention or hospitalization. Investigation included customer service troubleshooting and receipt and inspection of the returned device. Failure investigation was unable to replicate the alleged device issue. No fault was found with the device.